Event description:
Edwards received information that a proplege catheter was used on a case. The device was placed successfully with no issues by the anesthesiologist. During administration of retrograde cardioplegia high pressures were noted by the perfusionist. Through investigation, it was discovered the cardioplegia line from the cpb machine was not connected to the proplege catheter. The cardioplegia line was located in the surgical filed clamped. It was reported the patient had multiple complications and a stone heart due to the surgery. Patient was transferred to another facility for further management.

Manufacturer narrative:
(B)(4). Ischemic contracture of the left ventricle (stone heart).device not returned. Based on the information received, edwards determined the most likely probable root cause of the adverse event was not following the instructions for use (IFU). IFU provides the following directions in regards to proplege device perfusion technique: 1. Remove the cap of the hose barb adapter. Attach retrograde cardioplegia solution tubing to the hose barb or remove the hose barb and connect a male luer to the female luer on the green stopcock connection. 2. Remove the cap on the sideport of the green stopcock, turn the green stopcock position ¿off¿ to the patient, and flush line with cardioplegic solution until all air is removed from the stopcock. Replace the cap on the sideport. 3. Turn the green stopcock position ¿off¿ to the sideport and open to the proplege device lumen. Start retrograde perfusion at a low flow rate (<50 ml/min) while inflating the balloon. Watch for a coronary sinus pressure increase, then stop balloon inflation. In this case, the device was not connected to the retrograde cardioplegia solution tubing from the cpb circuit. There was no allegation of a malfunction of the device related to this issue. A review of the IFU was conducted and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.